Event description:
It was reported an incident occurred with a biclamp laparoscopic instrument during a laparoscopic operation. The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used were not provided. During the procedure, it was noticed that the screw/rivet of the biclamp laparoscopic forceps, maryland was missing. It is unclear whether the rivet was missing prior to the operation or was lost intraoperatively. An x-ray examination was performed to see if the rivet remained in the patient, but no radiopaque foreign body was visible. Therefore, it can be assumed that the foreign body (i.e., the screw/rivet) is not in the patient. Nevertheless, its whereabouts are unknown.

Manufacturer narrative:
The biclamp laparoscopic forceps was returned for an evaluation. The report of the forceps missing its screw/rivet was confirmed. The fastening screw on the jaw part was loose. There were signs of use/cleaning on the jaw part and on the shaft of the pliers insert. There was no apparent material or manufacturing defect. A broken spot weld primarily occurs because of mechanical (over-)stress (e.g., due to levering, torsion or even if the forceps insert gets caught in the sterilization basket during the cleaning process). Twisting of the screw can only occur if the weld point is broken. The instrument's notes on use explicitly state that excessive leverage and excessive force must not be exerted on the instrument. The product must be checked for damage before each use; defective or damaged products must not be used. The entire instrument must be protected from mechanical damage; frequent reprocessing and operational stress have an impact on the product. If there is damage or functional impairment, the product may no longer be used. Erbe USA, inc. Is now closing the file on this event.